Event description:
It was reported that a ¿stopped pump period may exceed tube set¿ message appeared on a printout ¿even though the infusion mode read simple continuous¿. There was no mention of a motor stall in the logs. The patient had indicated they had not had an MRI on the event date, only an x-ray. The healthcare provider (hcp) was planning on giving the patient a therapeutic bolus and monitoring for results. A pump update was done on the report date and the stopped pump period message remained. A second pump update was then done on the same day and the message was gone. It was also noted on the event date the patient¿s staples from the implant procedure had been removed and a dose increase was programmed. In the ¿last few days¿ following the patient had started ¿feeling bad¿. On the report date, the pump was interrogated and the programmer read ¿stopped pump period maybe exceed tube set. Infusion mode: stopped pump. Pump shut off for 70 hours and 2 minutes¿. No further information was provided. The device system was used to deliver bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).